Event description:
A customer contacted beckman coulter inc. (Bci) stating that the customer received a shipment of coulter clenz reagent that was leaking due to a loose cap that would not close firmly. The customer indicated that the shipping container was undamaged. There was no exposure to open lesion or mucus membranes. Also, there was no contact to eye or skin to the clenz reagent. No one sought out medical attention.

Manufacturer narrative:
Replacement product has been requested and replaced. The customer discarded the leaking clenz container and was not returned for evaluation. Service was not dispatched for this event.